Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. The next day the patient developed increased abdominal pain and on (B)(6) 2017 was diagnosed with peritonitis. The patient received unknown antibiotics and improved.